Manufacturer narrative:
No test methods have been performed as the product performed in accordance to specifications and the device was used in accordance with labeled indications. No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as a MDR since the patient reported an anaphylactic episode and the invisalign system aligners were being used at that time. This event has exceeded the 30 calendar day reporting process as this complaint was received on 9, june 2017 and was closed on 28, july 2017. Initially this event was categorized as a credit issue (as there was a credit issue was involved) instead of the product safety category. Internal documentation has been created to serves as justification.

Event description:
The patient reported symptoms of anaphylactic episode, itching and burning sensation on the tongue, sore throat and red spots. The patient reported calling 911 and was delivered to the ER in an ambulance, and was seen by an allergist due to the reported symptoms. The patient reported being prescribed a medication (unspecified) to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2017 and the patient is currently getting better. The treating doctor considered the event was serious and life threatening to the patient.